Event description:
Per the clinic, the patient experienced pain upon stimulation resulting in device non-use. Attempts to reprogram the device have been unsuccessful. Explantation and reimplantation are anticipated, but not confirmed as of the date of this report july 14, 2010.

Manufacturer narrative:
(B) (4): implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2011. (B)(4)